Event description:
Initial reporter indicated that several pts were set to zero output current following systems diagnostics testing in their office. During review of programming history from the physicians office, it was noted several pt's were involved from the treating physicians office that had their pulse generator output current was changed to 0ma due to interrupted diagnostics testing and/or a break in communications after diagnostic testing was complete. All programming issues were resolved by the physician. Cyberonics is pending receipt of the programming software for analysis.

Manufacturer narrative:
Analysis of programming history. Device malfunction suspect, but did not cause of contribute to a death or serious injury.